Event description:
Possible under infusion of medication to patient. The pump was set to deliver in the "body weight" mode instead of volume over time mode, and ml/hr mode. The rate set on the pump was displayed as .080 mg/kg/min. The pump was tested at the setting displayed. It was set to a concentration equal to 10 ug/ml, and weight equal to 8.05 kg. The calculated rate of this concentration mode came to 4.83 ml per hour. The biomed tests confirm a delivery of 4.686 ml/hr that calculates to an error rate of 2.98%.